Event description:
It was reported that this right atrial (ra) lead exhibited oversensing resulting in a recorded inappropriate atrial tachy response (atr) episode. This lead was tested in clinic and noise was able to be reproduced. The cause of the reported observations are attributed to suspected lead damage. Rhythmcare recommended lead replacement. Currently, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. With the available information, boston scientific concludes that the clinical observations are known inherent risk of the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The complaint lead remains implanted, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. In the absence of physical analysis, the root cause of the reported oversensing and suspected damage are attributed to a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing resulting in a recorded inappropriate atrial tachy response (atr) episode. This lead was tested in clinic and noise was able to be reproduced. The cause of the reported observations are attributed to suspected lead damage. Rhythmcare recommended lead replacement. Currently, this lead remains in service. No adverse patient effects were reported.